Manufacturer narrative:
The subject device had not been returned to olympus medical systems corp. But was returned to olympus (B)(4). The subject device was sent to a third party laboratory for additional microbiological testing. In the result of the additional microbiological testing, the subject device tested positive for staphylococcus coagulase negative(3 cfu/endoscope), but the testing result cleared french guideline. The manufacturing record(DHR) of the subject device was reviewed without irregularity related to this event. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus was informed that the subject device tested positive for pseudomonas aeruginosa(>100 cfu/endoscope) during routine surveillance culturing test by the facility. The portion of the subject device, where the microbes were detected, was not reported. The subject device had been disinfected using non-olympus automated endoscope reprocessor(soluscope) with peracetic acid. There was no report of patient infection associated with this report.